Manufacturer narrative:
This report is for four (4) unknown 5.0mm locking screws. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a tibial nail and four (4) 5.0mm locking screws on (B)(6) 2017. The patient was returned to the operating room on (B)(6) 2017 for hardware removal and subsequent below the knee amputation due to an infection. It was reported that the nail and screws were removed intact and there was no delay in surgery. It was also reported that the patient was previously treated with a non-synthes circular fixator. The procedure was completed successfully with a good patient outcome. This report is for four (4) unknown 5.0mm locking screws. This is report 2 of 2 for complaint (B)(4).